Event description:
It was reported that during routine follow-up the atrial lead exhibited low impedance. The device was reprogrammed to bipolar configurations. The patient was doing well after the procedure and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.